Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device experienced difficulty being interrogated. The programmer wand was hovered over this device and the green light on the wand flashed however still unable to read the device. Technical services (ts) discussed troubleshooting with the health care professional (hcp) including moving the patient away from monitors and removing electrodes from their chest which was unsuccessful. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported.